Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the screwdriver was broken.

Manufacturer narrative:
Technical investigation showed that the tip of the screwdriver blade was broken. Further, it was determined that the flanks were heavily, plastically deformed. The direction of the plastic deformation of the flanks and the fractured surface showed a forced rupture, pointing to the influence of too high torsional forces applied during application. Moreover, pressure marks were seen at the slot area of the blade indicating high bending forces. Additionally, at the fractured area secondary crack was also visible indicating high torsional forces. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.